Manufacturer narrative:
Correction: b3. Additional information: b2, b5, h1, h6 and h11. B5: upon follow up it was reported that on an unknown date, the patient passed away at home. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported that the peritonitis was not resolved prior to death. Hemodialysis therapy was ongoing prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not described. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized one day after event onset. The same day as peritonitis onset, the patient was treated with injection vancomycin (500mg, stat, intraperitoneal, for one day), injection ceftazidime (1gm, twice a day, discontinued) and injection meropenem (500mg, once a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from peritonitis. It was reported that the patient was retrained on the proper aseptic technique. On an unreported date, peritoneal dialysis was put on hold, the pd catheter was removed and the patient switched to hemodialysis. Same hd is ongoing.